Manufacturer narrative:
An immucor field service engineer (fse) visited the customer site on 15may2017 to assess the instrument in question. The initial investigation by the fse revealed no obvious issue with the lid support, but due to the age of the instrument and the concerns of the customer, and based upon an abundance of caution, the fse placed a new lid support on order for future installation. Overall, the fse found the instrument to be operating as expected.

Event description:
On (B)(6) 2017, a customer reported a user injury which happened when performing some expected customer maintenance on a galileo echo instrument.